Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) of the right eye four days following lasik treatment. The topical steroids were increased. The patient reported blur, light sensitivity and glare. Two days following onset a flap lift and rinse was performed without complications and instructions to continue all medications. Two days later, the diffuse lamellar keratitis was noted as resolved but a dense haze remained where the dlk had been located. The patient will be monitored closely and medications continued. Additional information is received; the postoperative haze continues and is expected to improve over time. The patient will be monitored over the next few months but is happy with his overall vision.